Event description:
It was reported that loss of capture was observed on the right ventricular device. The patient experienced no symptoms, however, the patient was pacemaker dependent. The device was reprogrammed to resolve the event and the patient was in stable condition.